Manufacturer narrative:
(B)(4). The reported inability to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced. Patient was stable and did not experience any adverse consequences.